Event description:
Attempted placement of inferior vena cava filter. The pt had a preop diagnosis of deep vein thrombosis. The umbrella portion of the filter never completely expanded in a normal fashion. Filter device had migrated. The pt was transferred to the facility with interventional radiology for filter replacement. The pt was discharged home that same day with no apparent injuries.